Event description:
A pt reported they were unable to test on the meter. Their meter allegedly would only prompt the insert strip message. Issue was not resolved. Pt was unable to get any readings on the meter. There was no comparison. Pt was not treated. Pt did not experience any adverse events. No further info has been reported.